Event description:
Lead management case to extract leads due to an infection. Both ra and rv leads were prepped with an lld #2 and lasing began on the rv lead with a 12fr sls ii. A portion of the rv lead began to stretch so the physician switched to the ra lead. The sls ii was inserted to the svc where an adhesion was encountered and lasing was started. During lasing, the ra lead came free from the cardiac wall. A pericardial effusion was noted; however the procedure continued with the removal of the rv lead. Soon after the lead came free the blood pressure dropped signifying a cardiac tamponade. A pericardiocentesis was performed and the patient survived intervention. The exact location of the injury is unknown; the injury was most likely caused by the removal of the lead from the cardiac wall leading to a small and slow bleeding perforation allowing for the increase in time before a significant patient decline occurred. Since the lld #2 was inside of the leads and used as a traction platform, the lld #2 is most likely the contributing device.